Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that the patient underwent mesh removal with removal of partial kidney stone on (B)(4) 2011. The patient underwent additional mesh removal on (B)(4) 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced recurrent stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2010 and a non-gynecare mesh and a mesh was implanted. It was not reported which product was implanted during which surgery. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.